Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0509: buttons on the pendant were difficult to press a090208: patient orientation on the pendant changed from prone to anterior d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, lot #: unknown, ubd: unknown, UDI#: unknown. The system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the buttons on the pendant were difficult to press and had been an ongoing issue which had become more pronounced. The site reported that in a 360 back 1 level l5-s1 case the rad tech noted that with no input from the site the patient orientation on the pendant changed from prone to anterior. This occurred while performing the 3d spin. The rad tech manually changed it back and proceeded with the case without issue. There was no surgical delay and no impact on patient outcome.